Manufacturer narrative:
B5: update: further assessment questions were requested from the reporter but there was no further information available. Manufacturer narrative: the device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review found 2 events for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic total lap hysterectomy procedure on 02dec22 when it was reported ¿handle broke during use, no patient injury or adverse outcomes. Removed from service and pulled a second one from the shelf and proceeded with procedure.". The procedure was completed with the use of another 60-6085-201a vcare. There was no report if injury, medical intervention or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic total lap hysterectomy procedure on 02dec22 when it was reported ¿handle broke during use, no patient injury or adverse outcomes. Removed from service and pulled a second one from the shelf and proceeded with procedure.". The procedure was completed with the use of another 60-6085-201a vcare. There was no report if injury, medical intervention or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.